Manufacturer narrative:
H10: the actual sample was not available; however, a photograph of the samples was provided for evaluation. Visual inspection of the provided photographic samples, showed the effluent pump segments were disconnected from the support plates. There is non-homogeneous mark of solvent on the tubing and the disconnection is therefore due to lack of solvent. The reported condition was verified on all three devices. The cause of the condition was due to lack of solvent applied during an unspecified step in the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: event date: the event date was reported as an unknown date in november 2023. E1: initial reporter address:(B)(6) prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization eua200704 to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external leak was observed originating when the effluent bag started to leak and filed the drip chamber at the bottom of three (3) prismaflex st150 sets. The events occurred during three separate continuous renal replacement therapy runs with two separate prismax machines. There was no report of patient injury or medical intervention associated with this event. No additional information is available.